Manufacturer narrative:
As per FDA¿s directive, medwatch report 9613350-2015-0011 which was submitted on feb 09, 2015 is re-submitted. All the information captured as per medwatch report 9613350-2015-00110 dated feb 09, 2015 including date received by manufacturer. The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
The patient is pursuing a product liability claim. It was reported, that a zweymueller femoral stem was implanted on (B)(6) 2004 on the left hip. The patient suffered in recent years from skin psoriasis (foot, finger, ear, eye ), muscle and joint pain, reduction of hearing, dizziness. The radiography shows left tendon calcification. The blood levels of cobalt and chromium are elevated above the norm, so there is concern for the patient to bear more serious neurological problems and he wants to replace the prosthetic implant as soon as possible.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
The patient is pursuing a product liability claim. It was reported, that a zweymuller femoral stem was implanted on (B)(6) 2004 on the left hip. The patient suffered in recent years from skin psoriasis (foot, finger, ear, eye ), muscle and joint pain, reduction of hearing, dizziness. The radiography shows left tendon calcification. The blood levels of cobalt and chromium are elevated above the norm, so there is concern for the patient to bear more serious neurological problems and he wants to replace the prosthetic implant as soon as possible.

Manufacturer narrative:
The same event details for the same patient were reported twice. This case was now transferred to the case (B)(4). Please invalidate this case from your system as all information is covered in (B)(4). Zimmer gmbh will invalidate this case from the system. Zimmer reference number is (B)(4).

Event description:
Additional information has been received and it was discovered that this product alloclassic zweymuller stem was already reported along with another case (B)(4) relating the same event for the same patient. The device durom acetabular component 60/54 code t is the main product involved in the case (B)(4) and it was implanted together with the alloclassic zweymuller stem, which is entered in case (B)(4) as an associated device since the stem is not directly involved in the reported metal on metal issue. According to the available information, the stem was not revised. All information was transferred to the case (B)(4). This case can therefore be voided.